Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the transfer set. It was further reported "when they tried to disconnect from the cycler the navy portion of their new transfer set started to separate from the rest of the transfer set". This occurred after treatment for automated peritoneal dialysis therapy. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional/correction information to it was reported that a minicap transfer set was "difficult to get off" (previously omitted in the initial report). Additional information was added to f10/h6 (medical device problem codes): add a1204. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.